Event description:
It was initially reported contrast extravasation was noted from the distal balloon balloon bond during an angioplasty of a calcified lesion. Another balloon catheter was used to successfully complete the procedure without pt complications. The device was returned, evaluated and retained by this manufacturer. The balloon was detached from the distal bond and pushed over the distal radiopaque marker. A pin hole leak was located over the proximal ro marker. Adhesive was noted at the distal bond area. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with over pressurization or use in a calfified lesion. It was indicated this device was used in a calcified lesion which co believes contributed to this event and do not attribute it to the device. The directions for use state: "if loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilatation, immediately discontinue the procedure. Defate the balloon. Do not reinflate and remove carefully."